Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) user facility reported a dialyzer blood leak that occurred during a patient¿s hd treatment. Additional information was obtained during follow up with the unit¿s clinic manager (cm). The cm stated the blood leak occurred just under one hour into the patient¿s treatment, and that it was internal. The blood leak was not visually observed in the dialysate. However, blood test strips were used to test for the presence of blood, and they tested positive. The machine, a fresenius 2008k2, alarmed with a blood leak alert. Fresenius bloodlines were also being used. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.